Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute and 5 minutes respectively: 1. 445 mg/dl and 167 mg/dl 2. 217 mg/dl and 112 mg/dl sets of results were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.